Event description:
It was reported that a catheter fracture occurred. The patient was being referred to a surgeon for a revision. It was later reported a dye study was done on the tuesday prior to the reported. The dye study confirmed a catheter tear. At this time, the healthcare provider (hcp) pulled back ¿a little cloudy fluid¿ when aspirating and had some difficulty pushing the dye through. The dye could be seen coming out closer to the pump. A revision was tentatively scheduled for (B)(6) 2013. The hcp also discovered some fluid or a seroma around the pump. The patient experienced a change in therapy effect. She had not been getting good efficacy or relief from the pump. The patient was given a 100mcg bolus on the monday prior to the report, and her spasticity had been controlled well since then, but the pain returned tuesday morning. The patient lost a lot of weight and the pump was moving around ¿like crazy¿ in the pump pocket. The hcp did not believe it flipped and had no problems refilling. The device system was used to deliver lioresal 2000mcg/ml at 325.5mcg/day and morphine 10mg/ml at 1.625mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 85 90-1, lot# n281658, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4) also applies to this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported an MRI/xray/CT scan on (B)(6) 2013 showed the catheter was intrathecal. The programmed bolus was noted to have given the patient minor improvement. On (B)(6) 2013 a catheter dye study was done and they were able to aspirate "but with csf/serous fluid". On (B)(6) 2013 they repeated the dye study and were unable to aspirate. During the revision, the proximal segment of the catheter was replaced and then connected to the existing spinal segment of catheter with good csf (cerebrospinal fluid) flow at the end of surgery; dye study was repeated with good catheter aspiration and excellent dye flowing in csf. The patient had an additional symptom of poor spasticity control related to the event. The patient outcome was reported as "no injury/recovered without sequela". The pump was delivering compounded baclofen and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's whole pump system was removed in 2013 due to an infection. The patient had been cleared by an infectious disease specialist to have new pump implanted on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.